Event description:
A hospital in (B)(6) reported via our distributor that an mr290v humidification chamber was found leaking after about two days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Methods: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed a crack in the chamber dome near the hinge bracket. Residue and crazing were also present on the chamber dome. Conclusion: the residue and crazing suggest that the damage was caused by the chamber coming into contact with a solution containing ethanol/alcohol which has resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the returned chamber was damaged after it was released for distribution. Furthermore the hospital reported that the chamber cracked after about two days of use. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Set appropriate ventilator alarms perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient (B)(4).